Event description:
It was reported the patient had a lead fracture and was scheduled for left lead removal. It was not known how long the lead had been fractured. The extension and implantable neurostimulator (ins) would be left in place until a new lead was implanted. Additional information received reported that the lead was not deemed abnormal function by the healthcare professional (hcp). The patient was well and the lead was scheduled to be replaced.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0527401v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v058320, implanted: (B)(6) 2008, product type: lead. (B)(4).